Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient experienced leg pain and a follow up CT scan revealed that the endurant ii stent graft limb had a distal type I endoleak. The endurant ii stent graft limb was observed floating within the aneurysm sac. The physician elected to implant an additional endurant limb extension and the event was resolved. The physician did not state the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported distal type I endoleak was confirmed. Films from 3-½ years post-implant found that the contra/left limb had pulled out of the left iliac artery was floating within the 10.6cm diameter aaa. The exact cause could not be determined; however, the aorta and iliac arteries were noted to be tortuous. The suprarenal neck was angulated 70° rt-lt proximal to the suprarenal stents, and the aortic body was found angulated ~80° deg l-r relative to the distal aorta. The right limbs were noted to be highly angulated as they coursed distally within the sac into the right external iliac arteries. Both the right and left limbs were patent and there was bilateral blood flow seen distally down each leg. The anatomy at implant is unknown, the amount of initial distal purchase length is unknown, and earlier post-implant films were not available for review and comparison. It is possible that vessel morphology changes with increased vessel tortuosity, and possible disease progression (vessel dilatation) may have led to the left/contra limb pulling out of the lcia.